Event description:
The customer reported that during an exploratory laparotomy and gyn-pelvic mass excision, the device jaws could not be re-opened after the blade had been advanced. The tissue directly adjacent to the jaws was resected in order to remove from the patient. The tissue being worked upon was described as being thick, fibrotic tissue. There was no patient injury reported and the surgeon opened another device to continue the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.